Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a therapeutic endoscopic mucosal resection while using a generator, the patient had an unspecified amount of bleeding. Hemostasis was achieved by clipping and cauterization, and the patient was admitted to the hospital post-operatively because of the bleeding. The patient was then discharged with no reports of additional harm, and there was no reported device malfunction.